Manufacturer narrative:
Customer reported that a pyxis cii safe unit unexpectedly modified witness settings, turning off the access destruction bin selection for all medication stored in the device. Customer stated that they remembered changing the witness requirement on two medications, possibly more but not all of the medication. There was no patient involvement. Patient or user harm was not reported. This event is recorded on complaint number (B)(4). A product support specialist determined in production issue (B)(4) that a software bug is causing formulary settings for the require lot number on recall, access destruction bin, add to destruction bin (count/empty) and cii safe stock out notice to turn off the witness requirements if the mixed option is selected. The manufacturer has determined that while no adverse events have been reported, should the operator take advantage of the cii safe software issue of not requiring a witness when accessing the destruction bin for any medications edited with the global edit feature, downstream harm may occur. It is not likely that harm would occur from this software issue, but the manufacturer is submitting this MDR in an abundance of caution.

Event description:
Customer reported that a pyxis cii safe unit unexpectedly modified witness settings, turning off the access destruction bin selection for all medication stored in the device. Customer stated that they remembered changing the witness requirement on two medications, possibly more but not all of the medication. There was no patient involvement. Patient or user harm was not reported.

Manufacturer narrative:
Correction, complaint number updated from 03210755.to 03156453. Full updated narrative: customer reported that a pyxis cii safe unit unexpectedly modified witness settings, turning off the access destruction bin selection for all medication stored in the device. Customer stated that they remembered changing the witness requirement on two medications, possibly more but not all of the medication. There was no patient involvement. Patient or user harm was not reported. This event is recorded on complaint number (B)(4). A product support specialist determined in production issue 1296649 that a software bug is causing formulary settings for the require lot number on recall, access destruction bin, add to destruction bin (count/empty) and cii safe stock out notice to turn off the witness requirements if the mixed option is selected. The manufacturer has determined that while no adverse events have been reported, should the operator take advantage of the cii safe software issue of not requiring a witness when accessing the destruction bin for any medications edited with the global edit feature, downstream harm may occur. It is not likely that harm would occur from this software issue, but the manufacturer is submitting this MDR in an abundance of caution.

Event description:
Customer reported that a pyxis cii safe unit unexpectedly modified witness settings, turning off the access destruction bin selection for all medication stored in the device. Customer stated that they remembered changing the witness requirement on two medications, possibly more but not all of the medication. There was no patient involvement. Patient or user harm was not reported.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2021 to (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device settings were changed by someone. The technical support specialist helped in resolving the issue. The system functioned as intended after assessed by the technical support specialist.